Event description:
It was reported that there was a change in therapy effect. The patient felt like their pump was not working. The patient reported feeling "jittery" and an increase in baseline pain. It was also noted that the patient was urinating a lot. The patient was taking oral percocet for breakthrough pain. The pump was interrogated, no alarms were noted and the patient did not report hearing an alarm. There was a refill done on 2014-08-11. The event occurred sometimes between the refill and today (2014 (B)(6)). It was confirmed that there was no volume discrepancy noted at the refill on 2014 (B)(6). It was noted, the managing physician only did refills and did not do dye studies. The pump system was delivering morphine. (No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent)

Manufacturer narrative:
Product ID 8731sc, serial# (B)(4), implanted: 2008 (B)(6); product type catheter. (B)(4).